Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed supplies to address the issue. Customer's blood glucose was 315 mg/dl. Reportedly, the customer was using trusteel infusion sets longer than the recommended 48 hour period.

Manufacturer narrative:
Per tandem user guide: change your infusion set every 48 if using to 72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.